Event description:
The accounts engineer stated there is no audible alarm for the patient positioning monitor (ppm).

Manufacturer narrative:
The accounts engineer found the connection was unplugged to the buzzer. He plugged the buzzer into the scale board to repair the bed.